Manufacturer narrative:
H11: the actual device was not available; however, two photographs and a video sample were received for evaluation. The two returned photographs and the video were reviewed, and it was noted that the tubing was separated from the luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) solution administration sets separated from the connectors. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.